Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the introducer needle fractured while in the body. The customer blood glucose level was 190 mg/dl. The customer was assisted with troubleshooting. Customer reports the sensor or needle was not attached. Customer reports the introducer needle was not hard to remove. The device will be returned for analysis.

Manufacturer narrative:
Inspected 1 opened/used partial sensor and unable to confirm insertion/needle complaint due to customer return sensor no needle. Visually found sensor cannula intact during analysis.